Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited image flickering image accompanied with occasional blackout. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely poor universal cord led to image flickering and occasional blackout. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.